Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Did the jaws of the ec60a eventually open?

Event description:
It was reported that during a lowering surgery by laparoscopy procedure, the device presented malfunction. They placed the blue load and at the moment they tried to open the device inside the patient, to introduce in the organ, the device was locked and didn't open. Once the problem was detected, the doctor suspended the use and changed the material. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54352. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.